Event description:
During the index procedure it was noted that there was a dissection in the circumflex which was stented with no complications. The patient was a 55 year-old male with a history of hyperlipidemia, and a family history of coronary artery disease. The patient suffered from two vessel coronary artery disease. Three cypher stents were deployed in the circumflex. Two cypher stents were placed in the lad. It was noted that there was dissection in the circumflex during the procedure which was stented with no complications. The patient was discharged the next day. During a one-month follow-up, by phone, it was noted that the patient has had some chest pain. The patient was still taking aspirin and clopidogrel at the time of this follow-up. Four months following the index procedure, a repeat coronary angiogram was performed due to on-going chest pain. The test showed that the cypher stent were patent. This event of chest pain was determined to be unrelated to the cordis product and unrelated to the index procedure. Eight months after the index procedure the patient was hospitalized with pancreatitis and developed pneumonia while in the hospital. Four months later, the event was resolved without sequel.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of three cordis products used in the same procedure and are related to mfg # 9616099-2008-02121, 9616099-2008-02122, and 9616099-2008-02123.